Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri). It was noted that the device showed greater than 300 percent of power consumption. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 33 microwatts, however this device was consuming 129 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.